Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08sep2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Material#: unknown batch#: unknown. It was reported by the consumer that when taking injection, insulin flow will stop before the dosage is complete. Consumer stated, there are times when attempting to take injection, he cannot depress the button because it locks up. He is not always able to prime pen needles. Verbatim: consumer reported when taking injection, insulin flow will stop before the dosage is complete stated, there are times when attempting to take injection, he cannot depress the button because it locks up stated, he is not always able to prime pen needles stated, he's experience these issues with previous boxes but can only provide product information for one box. Lot: unknown. Catalog: unknown. Date of event: unknown. Samples: yes.

Event description:
It was reported while using unspecified bd pen needle the medication could not be properly used. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when taking injection, insulin flow will stop before the dosage is complete stated, there are times when attempting to take injection, he cannot depress the button because it locks up stated, he is not always able to prime pen needles stated, he's experience these issues with previous boxes but can only provide product information for one box.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.